Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was reported as 45 mg/dl. To address the low blood glucose, the customer consumed carbohydrates. The customer continued to use the pump for insulin therapy.